Event description:
The patient had the dorsal column stimulator which was originally placed at another facility. Notes from the operative report: ...(the patient) "had a previous percutaneously placed spinal cord stimulator, which has been very effective at managing his chronic pain. It seems to have migrated, it is no longer effectively managing his pain. Multiple attempts have been made by pain management physician as well as boston scientific representation to remedy the problem. This has not been effectively managed; therefore, is here for replacement of the system with a paddle system." ..."an incision was made over the lower thoracic region with fluoroscopic guidance. A second incision was over the anchor points of the percutaneous stimulator and the third was over the site of the previous pulse generator. Each incision was made with a scalpel. Dissection was continued down the fascia. At the thoracic region, dissection was continued until the lamina of t11 and t12 were exposed. A t11-12 laminotomy was performed and percutaneous wires were dissected free from surrounding tissues and resected. I attempted to place a boston scientific lead in the midline from t11 proximally; however, due to epidural scarring could not place it, therefore I had to do small laminotomies at t10-t11 as well as t9-t10 and clear a track. Ultimately, I was able to place stimulator along the midline position. A second incision at the percutaneous trial stimulator site was opened. The percutaneous trial anchors were removed and the wires were removed. A third incision was made with a scalpel. Pulse generator was removed... A subcutaneous tunnel from the thoracolumbar region to the site of the previous pulse generator was created and the new wires were passed through the tunnel. A new boston scientific pulse generator was then secured to the new stimulator wires. Impedances were checked and felt to be normal. The pulse generator was then secured in the subcutaneous pocket with 0 silk. The new stimulator system was also secured to the spinous process of t11 with an anchor system. Final positioning was checked with fluoroscopy and electrophysiologic assessments"... There were no complications. Discharge diagnoses: mechanical breakdown with spinal stimulator. Dislodgement of spinal stimulator. The boston scientific rep took the explanted dorsal column stimulator to return to the vendor.